Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl and insulin pump alleging under delivery. The customer reported other blood glucose level were over 450 mg/dl, 350 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event and diabetic ketoacidosis. Customer reported that auto mode feature was not active at time of high blood glucose event and diabetic ketoacidosis. Customer did not provide any symptoms regarding to high blood glucose episode. Customer ran a self test on the insulin pump and it passed. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.